Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
Information received from a manufacturer representative reported that 6 electrode impedances were out of range. It was reported that electrodes 9-12 were >20000 ohms. The manufacturer representative attempted to program around the impedances to provide the patient adequate relief, but it did not resolve the issue. It was noted that the patient had not fallen and there didn¿t seem to be anything that would explain the issue. No patient symptoms were reported. Indication for use is non-malignant pain. The patient¿s status at the time of this report is ¿alive, no injury.

Manufacturer narrative:
Product ID 977a260 (B)(4) implanted: (B)(6)2016 product type lead product ID 977a260 (B)(4)implanted: (B)(6)2016 product type lead due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative 2018-08-02. It was reported patient was having occasional shocking when he changed positions. Impedances were checked and contacts 8,10,11 13 are greater than 10,000 ohms. Healthcare provider stated that he would replace the lead. Surgery date was not yet scheduled. No further complications were reported/anticipated.

Manufacturer narrative:
Correction to 'date received MFR': previous supplemental (follow up number 003) was sent with an incorrect date of 2016-10-12. Correct date is 2018-10-12. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(4) implanted: 2016-(B)(6) explanted: 2016-(B)(6) product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2016-(B)(6)explanted: 2016-(B)(6) product type lead additional information indicated this event was related to information reported in mfg report 3004209178-2018-23050. Any additional information regarding the event will be documented in this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturer's representative. It was reported that the patient had an overdischarged battery at time of the planned surgical revision. Patient requested pre-operatively for an upgrade to new system. It was reported the patient had an uncertain degree of compliance. An attempt to communicate with the clinician programmer took place. It was further reported that the leads were replaced and all electrodes were now within normal limits. The rep said the facility was advised of the requirement to return the leads but did not release the explanted items. No further complications were reported/anticipated.